Manufacturer narrative:
Literature citation: "marshe" et al. Radial head fractures treated with modular metallic radial head replacement. The journal of bone and joint surgery. 2016; 98: 527-35. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by marsh et al. Titled "radial head fractures treated with modular metallic radial head replacement", it was reported that two patients underwent secondary surgery. One required open contracture release and coronoid screw removal fourteen months postoperatively, and the other had open contracture release and ulnar nerve decompression nineteen months postoperatively.